Manufacturer narrative:
(B)(4). Batch # r5776y. Device evaluation: the analysis results found that the ntlc75 instrument was received with the channel half damaged, and a spring loose in a plastic bag and with a cartridge reload loaded in the instrument. The cartridge reload was received unfired and with the swing tab in the unlocked position. Further analysis shows that the spring loose belongs to the lockout knob. No functional test was performed due the condition of the device. Although no conclusion could be reach as to what may have caused the found damage, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the cartridge could not be loaded into the device fully at the 2nd firing, and the device could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient.